Event description:
Pt was revised to address loosening of the femur.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 2-3 yrs ago. Eval was not possible, as the prod was not returned. The investigation was limited to the info provided, as the prod code and lot #s required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, the initial report indicates that poor bone quality may have been a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.